Event description:
Two different sets of alaris smartsite primary tubing were found to be leaking. There was no harm identified to pt. Unfortunately, packaging was not located so we are unsure of the serial numbers for the lot.